Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with the user attributing episodes to perceived overcorrection by the device; review of continuous glucose data by the care team suggested prolonged hyperglycemia followed by late-onset lows consistent with missed or delayed meal announcements. Symptoms included low blood glucose. Outcomes included no reported need for assistance, no emergency intervention, and no hospitalization. Investigation included review of available glucose trend reports and attempts to obtain event details from the user. Investigation of this case revealed insufficient information to confirm a device malfunction and a possible use-related factor of missed announcements preceding hypoglycemia. It was concluded that the cause of the hypoglycemia was unclear and a device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.